Event description:
Patient treated with portrait developed an infection on the forehead and cheek. Treated with bactroban and a corticosteroid.

Manufacturer narrative:
Physician recently increased the energy he uses to treat from 3.6j to 4.0j. Dr. Felt he may be using too much energy for the area treated. Infection may have been the result of pulse stacking (increased treatment energy) or post procedure contamination. Labeling includes the following risk: following the procedure, the treated site may be subject to an opportunistic infection. Normal precautions such as the use of prophylactic antibiotics, dressings and antibiotic ointments/creams, may be used at the discretion of the physician.